Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy on a homechoice (hc) device experienced an overfill alarm and the feeling of being overfilled. The pt was connected at the time of the alarm. The pt called her pd nurse, who instructed the pt to stop therapy and do a manual drain. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and an unrelated condition was discovered that prevented further testing. The device was scrapped. The reported issue was confirmed through an event history log review. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.